Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had migrated to the middle of the patient's abdomen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information reported the device was explanted. The pump was delivering baclofen.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8590-1, lot# n125245, implanted: (B)(6) 2007, explanted: unk. (B)(4).